Manufacturer narrative:
The reported events of inadequate capture, sensing noise, and r-wave amp variation were not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual inspection and x-ray examination of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for generator changeout procedure. Upon interrogation post procedure, it was found that the right ventricular (rv) lead exhibited high capture threshold, r-wave amplitude variation, and noise over-sensing. The rv lead was explanted and replaced. Upon rv lead explant, it was noted that there was perforation and effusion. The patient received a pericardiocentesis. Patient condition was stable.